Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: poor scope mount connection, image noise, corrosion on the video connector electrical contacts, watertightness failure in a switch, and water intrusion in the imaging of the main unit. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified for poor scope mount connection, corrosion on the video connector electrical contacts, and water intrusion in the imaging of the main unit. It is presumed that the switch has a watertight failure due switch 1 was damaged. Because there is flooding in the main unit imaging, there is a possibility that the internal charged coupled device has reached failure. Therefore, it is presumed that normal communication is not possible, leading to the generation of image noise. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a poor scope mount connection, image noise, corrosion on the video connector electrical contacts, watertightness failure in a switch, and water intrusion in the imaging of the main unit. There was no patient involvement.